Event description:
The customer reported that during preoperative testing of this drill for oral surgery, it made an unfamiliar noise and got hot. The user felt the heat in the body of the handpiece and discontinued use. The procedure was completed using another handpiece without injury to the patient or user.

Manufacturer narrative:
Investigation results: conmed linvatec received this drill for evaluation and confirmed the reported problem of overheating. During testing, the unit exceeded the manufacturer temperature specification due to collet failure. The handpiece instruction manual warns the user of the following: prior to each use, this drill and all associated equipment must be inspected for proper operation. Performance test prior to use: operate the drill at maximum speed (100,00 rpm) for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the patient or medical personnel. In addition, overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burns to the patient's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard should be sent for repair immediately. Do not use.